Event description:
Multiple (7) failures on new defibrillators during daily testing over a 9 mo period. All but 1 failure was corrected by cycling a/c and dc power and could not be duplicated. Any similar failure during an actual code would present a potential for serious adverse affect on pt care. Three failures presented with blank screens but all other functions appearing operational. Two failures the entire device failed. One device operated correctly but with no readable printout. These 6 failures were corrected by removing the battery, with a/c power disconnected, and cycling the power switch. One of our devices failed but an internal fuse was discovered blown by the MFR. Another device, a loaner from the MFR, arrived with printer problems. All effected devices with the exception of the loaner, are in the same serial # series.